Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that during an ultrasound guided biopsy procedure, the device was allegedly had failure to fire. No coaxial was used and the procedure was completed by using another device. There was no reported injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have blood residue on the sample notch and the device was received in a condition where the top slide pulled back and the bottom slide is in the initial position (i.e half primed). On functional evaluation, the device was able to be fully prime with no issues. On further evaluation, the device was cocked and fired into the chicken breast for 3 times with each trigger, for a total of six tests. All six samples were obtained with no issues. And on further evaluation, the device was cocked and fired for 15 times with each trigger, for a total of 30 dry fires. All 30 dry fires were completed with no issues. On additional evaluation, both the slides were pushed into the device and able to lock in place. Drop test was performed using a drop test apparatus with top slide locked in place. The device self-activated when the sample was released. Upon disassembly, it was noted that the both bumpers were not seated correctly. The tangs did not appear to be damaged or deformed. Therefore, the investigation for the identified self-activation is confirmed as the device failed the drop apparatus test. However, the investigation for the reported failure to fire is unconfirmed as the device worked fine in functional evaluation. A definitive root cause for the alleged failure to fire and the identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 02/2024), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an ultrasound guided biopsy procedure, the device was allegedly had failed to fire. No coaxial was used and the procedure was completed by using another device. There was no reported patient injury.